Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The central processing unit was recommended for replacement. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit had a system reset error during a case. There was no report of patient injury.